Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. During testing handpiece got hot. Handpiece failed specs due to bur bearing failure on the turbine.

Event description:
It was reported that an estylus 1:5 ca overheated during use; no injury resulted.